Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that through a remote monitoring system that this device detected an out of range shock impedance measurement on the right ventricular (rv) lead. After investigation, it was concluded that the system did not obtain a measurement one day causing the out of range impedance measurement. All other measurements were appropriate. No changes were made to the system. No adverse patient effects were reported.